Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced cellulitis from the cannula on (B)(6) 2025. Patient experienced the symptoms of pain, redness, fever and shivers due to the skin infection. The patient went to neurologist and was prescribed with cefadroxil 500mg twice per day for 10 days and also required intravenous antibiotic therapy no further information available.